Manufacturer narrative:
(B)(4).

Event description:
It was reported post implant a realize band, the balloon had a leak. Unknown what occurred to fix the leak. There was no patient consequence reported. Additional information obtained: band adjustment history: (B)(6) 2008, 2.5 mm by the pa. (B)(6) 2009, 2.0 mm fill. (B)(6) 2009, 1.5 mm fill. (B)(6) 2011, 1.0 mm, on (B)(6) 2009, patient complained of gerd. The patient complained of sharp pain when bending on (B)(6) 2009. In addition, fluid could not be aspirated and the patient had no weight loss. On (B)(6) 2009, they performed a fluoroscopy and there was a leak on the left side of the band. On (B)(6) 2009, the original band was explanted and replaced with a new band. On (B)(6) 2011, the patient was not tolerating the band. On (B)(6) 2011, the patient had an upper gi and there was no prolapsed detected in the band. The patient is now doing fine.